Event description:
During a c3-6 anterior cervical discectomy and fusion, the surgeon implanted the first seven (7) screws without incident, however, on the final screw; he was unable to pass the screw through the blocking ring (locking mechanism) on the plate. Surgeon tried a total of three (3) screws and none would pass through this blocking ring on the plate. Surgeon then removed all the hardware, and implanted another vectra 51mm plate without incident. This is 4 of 4 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.